Event description:
It was reported that at implant the lead was difficult to position and unable to affix. The lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): no anomalies found. The full lead was returned and analyzed. There was blood in/on the helix/lobe mechanism.